Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, hospitalization, treatment, patient outcome, and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy fluid. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with injection of vancomycin (1 gm intraperitoneal, every 3rd day, discontinued), ceftazidime injection (1gram, intraperitoneal, once daily, discontinued) and meropenem injection (125mg each bag, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from the peritonitis event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.